Event description:
It was reported that during set up at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the spindle housing/drive shaft was confirmed to be damaged as the set screw was worn.